Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they only felt stimulation when having a bowel movement or urinating. The patient turned there stimulation off when they went to the county fair and when they turned it back on they stopped feeling stimulation. The patient was on program 2 at 1.1 v before they turned stimulation off and increased stimulation to 1.2 v after turning their device back on but still could not feel stimulation. Stimulation was confirmed to be turned on. The patient was getting therapy before and after turning stimulation on/off. The patient mentioned having 7 bowel movements in one day. They wanted to know if it was their diet (they started back on probiotics) or stimulation. The patient was scheduled to see their healthcare provider on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.